Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. A service history review was preformed: lot no: 7356535. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 22-apr-2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the service history record review could not be completed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two (2) mini quick connects and one (1) stardrive screwdriver broke during a hardware removal procedure on (B)(6), 2015. The surgeon was trying to put the screwdriver shaft inside the quick connect handle when the screwdriver broke at the junction between the handle and the shaft. No reported surgical delay, fragments, or additional medical intervention required. The procedure was successfully completed without further incident. This report is 2 of 3 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: it was reported that the event occurred during the removal of a locking compression plate (lcp) in the distal fibula.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed for the subject device. The customer reported the quick coupling broke. The repair technician reported the coupler would not lock and hold the driver. ¿coupler damaged¿ is the reason for repair. The item is not repairable. The cause of the issue is unknown. The subject device was forwarded to the synthes complaint handling unit on 23-oct-2015 for additional investigation. The service and repair evaluation was confirmed. A product development investigation was performed for the subject device. The 311.01 handle with mini quick coupling was received with the quick couple mechanism of the device jammed. It is likely that several years of consistent use and possible rough handling during surgery has led to this complaint condition. The 311.01 handle was manufactured in 4/22/2012 and is over three years old. The balance of the returned device is fairly worn consistent with three years of consistent use. The associated drawing for the subject device was reviewed and determined to be suitable for the intended design, application and dimensional conformity when used as recommended. The condition of the returned device does agree with the complaint description. A definitive root cause could not be determined; however, this complaint is not likely a result of any design related deficiency. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.